Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the proximal setup joint (suj) and fiber optic backplane. The system was tested and verified as ready for use. Isi received the suj involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the customer reported failure; however, the error/fault was confirmed via the field logs. Other communication related errors were also found in the field logs. The unit was able to start in normal mode and go through the full range of motion with no errors. The unit was left running in normal mode for one hour and no errors were found. The unit was also tested on the patient side cart fixture test platform (pftp) and passed horizontal/vertical brake, horizontal/vertical encoder and the z twang tests. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system was alarming red on arm 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed error 40067, pointing to the axes controller tornado (act). There were multiple communication errors, including error 31199 pointing the axes controller unit (acu) in setup joint (suj) 2. There were several other communication errors in the wheel reported by the universal surgical manipulator (usm) and distal suj nodes, likely a consequence of the error on the acu suj2. Prior to calling technical support, the operating room staff restarted the system with no improvement. The tse guided the site to perform an emergency power off (epo) and the error cleared. The tse explained that the error may return, and additional troubleshooting would be required. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use. No issues were noted during the set-up. The procedure was completed laparoscopically with no patient harm. The patient was reported to be doing fine.